Event description:
It was reported that the customer was unable to charge the pump using the tandem usb charging cable. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.